Manufacturer narrative:
(UDI): (B)(4). The field service engineer performed system checks, adjustments, and cleanings. He ran precision testing with acceptable results. After service, the customer performed qc with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 8000 c 702 module. The customer has a rule within the laboratory's middleware to auto-repeat any high calcium result, low calcium result, or a calcium result that fails a delta check. After the patient's initial measurement, the patient's sample was auto-repeated due to the rule within the laboratory's middleware. The customer reported the patient's initial result outside the laboratory before the auto-repeat measurement was completed. The patient's initial calcium result was 12.1 mg/dl, and the patient's repeat result was 9.3 mg/dl. The customer determined the patient's repeat result was correct as it matched the patient's previous results. A corrected report was provided. The calcium reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc recovery information was requested, but not provided. Sample short and preclean short alarms were present on the day of the event. The sample short is an indication of possible poor sample quality. The preclean could impact the cleanliness of the measuring cell and prevents carry-over. There was no data or information provided to reasonably suggest the cause of the event.